Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global needle did not retract. The following information was provided by the initial reporter: it was reported that the needle could not be stored. There is no needle stored away when using the west ward on the 12th floor.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report that the needle would not fully retract was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed a portion of the insyte autoguard needle extending from the grip component of the safety shield. The full safety shield was not visible in the photograph. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. A device history record review could not be performed since no batch number was provided for the investigation.